Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately six years post deployment, CT scan revealed that the patient has pe. Following year, CT scan was done to examine the filter. It was observed that the ivc filter was tilted several degrees to the right and anteriorly relative to the long axis of the ivc. The caudal struts of the ivc filter perforate the ivc wall with clear and the ivc wall where the distal end of the filter terminates. The 2 left sided caudal filter struts extend anterior and posterior to the adjacent distal aorta. The right posterolateral caudal filter strut located approximately 16mm from the ivc wall. Therefore, the investigation is confirmed for filter tilt and filter limb perforation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. Approximately twelve years and eight months post filter deployment, a CT scan revealed that the filter tilted and the struts perforated into the wall of ivc. The patient was diagnosed with pulmonary embolism post implant; however, the status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately six years post deployment, CT scan revealed that the patient has pe. Following year, CT scan was done to examine the filter. It was observed that the ivc filter was tilted several degrees to the right and anteriorly relative to the long axis of the ivc. The caudal struts of the ivc filter perforate the ivc wall with clear and the ivc wall where the distal end of the filter terminates. The 2 left sided caudal filter struts extend anterior and posterior to the adjacent distal aorta. The right posterolateral caudal filter strut located approximately 16mm from the ivc wall. Therefore, the investigation is confirmed for filter tilt and filter limb perforation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided.